Event description:
It was reported that the rotation speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 1.25mm rotapro was selected for use. During the procedure, it was noted that the rotation speed was unstable. The rotation speed reached a maximum of 230,000rpm. The set rotational speed was 200,000rpm. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address 1:(B)(6).